Event description:
A screw was discovered to be backing out of the cervical plate on an x-ray taken ten days post surgery. It is unk if a revision surgery will be performed to remove the backed out screw. The implants remain in the pt at this time. The pt is currently in the process of recovering from the initial surgery. The pt currently does not feel pain with regard to the backed-out screw. The surgeon is monitoring the pt and the alleged implants very closely. The part number of the anterior cervical plate is: 61001-014 (1) anterior cervical plate level 1 assembly. The possible part numbers for the screw are: 61540-014 (3) 4.0mm fixed angle self-tapping screw; 61340-014 (2) 4.0mm variable angle self-tapping screw. The lot numbers of the possible part numbers were not reported.

Manufacturer narrative:
Engineering evaluated the prints for the part numbers for the screws and the cervical plate to assess tolerance and interface analysis with mating parts. The evaluation of the prints did not reveal any design concerns. They confirmed that if the screw was inserted properly according to the surgical technique, the chances of the screw backing out is not likely. Engineering confirmed the only way a screw would back out is if it was not properly seated into the plate and the locking mechanism was not engaged. Engineering believes that the screw was not properly seated in the cervical plate and as a result, the locking mechanism was unable to be engaged to prevent the screw from backing out. The trestle instructions for use (ins-014) explain preoperative management and intraoperative management. The trestle surgical technique (lit) explains the proper technique for installing the trestle implants. This was the surgeon's first procedure using the trestle product line with alphatec spine. The part remains in the pt. The parts are unavailable for eval. A copy of the trestle instructions for use and surgical technique will be sent to the sales rep and the surgeon.